Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and the pump shutdown. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.